Manufacturer narrative:
Submit date: 11/23/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a lite glove. The customer reports broken light handle cover.

Manufacturer narrative:
Submit date: 12/12/2016. It was reported to covidien on (B)(6) 2016 that an issue occurred with a lite glove.the customer reports light handle cover with slits. No patients involved. Issues were discovered during set up. It is unknown if the lite gloves were too tight when being placed. A new glove was placed when issue was noticed. Lot number is unknown because the components are not lot tracked.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a lite glove.the customer reports light handle cover with slits. No patients involved. Issues were discovered during set up. It is unknown if the lite gloves were too tight when being placed. A new glove was placed when issue was noticed. Lot number is unknown because the components are not lot tracked.